Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported a couple of months they obtained inaccurate high results of ¿489 mg/dl¿ with the subject meter and ¿329 mg/dl¿ with another meter (bayer), performed within 30 minutes. The patient manages her diabetes with a combination of diabetic medications (metformin, humalog and lantus). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue; the patient does not recall the details. The patient denied developing symptoms as a result of the issue. The patient reported visiting the doctor¿s office on an unknown date. The patient was advised to administer insulin correctly and given humalog for high readings. The patient reported her blood glucose was taken while at the doctors the patient does not recall the meter reading. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.